Manufacturer narrative:
Device analysis: the oad was returned with the original guidewire engaged in the device. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported event. Further examination revealed that the driveshaft, crown, and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and proximal edge of the crown. The accumulated tissue was removed and the area inspected for any damage. No damage was observed that would have contributed to the tissue accumulation. The outside diameter (od) of the crown and crown location on the driveshaft were measured and met the drawing specifications. Examination of the exposed sections of the guidewire did not reveal any damage that would have contributed to the noted event. The guidewire was removed distally from the driveshaft section with significant resistance met in the area of the tissue accumulation. Examination of the remaining sections of the guidewire did not reveal any damage that would have contributed to the guidewire seizing up within the handle assembly. The proximal and distal solder bonds remained intact and undamaged. No biological material was observed on the guidewire spring tip or shaft. The returned guidewire was then re-loaded into the handle assembly with some resistance met at the tissue accumulation site. When tested, the device spun at low, medium and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the device stopping and becoming stuck on the guidewire was an accumulation of biological material on the driveshaft and crown. However, no damage was observed that would have contributed to the accumulation of biological material and the device was within specification. The root cause of the perforation could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the viperwire could not be reviewed as the lot number is unknown. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) became stuck on the guidewire. Additionally, a perforation had occurred during use with the oad. The target lesion was 2cm in length and was 90% stenotic. It was located in the distal anterior tibial (at) artery. The physician accessed the lesion using a 6fr introducer sheath and a 0.014" regalia guidewire. The physician exchanged the regalia wire for a csi viperwire guidewire and loaded the oad onto it. During the first run at low speed, the device locked down on the guidewire. The physician made multiple attempts to remove the oad, but was unsuccessful. The oad and guidewire were then removed as a unit, but follow-up angiography revealed a perforation. The physician was unable to advance a guidewire past the perforation to resolve it, so he prolapsed and coiled the tip of the wire. A balloon was then advanced over the guidewire and inflated to stop blood flow to the perforation. Heparin administration was stopped at this point to promote clotting, and the perforation eventually resolved. The patient status remained stable throughout the procedure. Requests for additional information have been made, but none has yet been received.

Event description:
Additional information was received from the facility. Information revealed the following, not known when initial report was submitted: perforation was located in the peroneal artery. Protamine was administered to reverse the effects of heparin and promote clotting. Patient's legs were wrapped with compression for four hours post-procedure and observed in the ICU.